Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as follow up report.

Event description:
It was reported by the surgeon of the pt, that she had stopped wearing her audio processor due to limited benefit. The pt presented a poor useful dynamic range and poor speech understandability. The pt asked to be explanted. Testing was carried out before explantation which showed a fully functioning internal device. The pt was explanted in 2007.